Event description:
Additional information indicated that this device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) with a monitoring voltage of 2.35 volts and charge times of 41 seconds. It was noted that the patient has a slow underlying rhythm and there was a concern about bradycardia pacing. Technical services (ts) indicated that only maximum energy shocks were available and bradycardia pacing would be available until the monitoring voltage was 2.17 volts at which, the device would go into storage mode. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.